Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a chronic catheter treatment, the adaptor allegedly cracked while connecting nutrition to the catheter. Reportedly, the catheter was scheduled to be repaired and a repair kit was used. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter repair kit, single-lumen, white, 6.6f that are cleared in the us. The pro code and 510 k number for the broviac cv catheter repair kit, single-lumen, white, 6.6f are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one broviac repair kit s/l catheter was returned for evaluation. Visual and functional evaluations were performed. One electronic photo was provided for review. A crack was noted on the side of the catheter hub. Therefore, the investigation is confirmed for the reported fracture. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter treatment, the adaptor allegedly cracked while connecting nutrition to the catheter. Reportedly, the catheter was scheduled to be repaired and a repair kit was used. There was no reported patient injury.